Event description:
It was reported that a patient underwent an initial left knee arthroplasty. The patient has experienced intense pain since implantation. Approximately three years post implantation, the patient underwent revision surgery. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: stemmed non-augmentable tibial component option cr/ps/lps size 5, catalog#: 00598604701, lot#: 61047446. Lps art surf ef 5-6/grn 10, catalog#: 00599604010, lot#: 61063453. All poly petella standard cemented size 35 mm diameter 9.0 mm thickness, catalog#: 00597206535, lot#: 61113009. Adverse event was reported through FDA's medwatch program, mw5109805. Multiple MDR reports have been filed for this event. Please see associated reports: 0002648920-2022-00153; 0001822565-2022-01969; 0002648920-2022-00154. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - femoral. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Pain is known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.